Manufacturer narrative:
D10: 02-010-01-0340 - lgc femoral ps cem right sz 4: (B)(6). 02-012-44-4011 - logic tibia implant psc insert, sz 4, 11mm: (B)(6). 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t: (B)(6). 204-34-04 - fluted stem extension 40l x 14 mm: (B)(6). 204-70-00 - tibial stem ext. Screw: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 5 years and 9 months post the initial right total knee arthroplasty, the patient previously received direct impact trauma to the affected knee, which may have affected patella tracking. The surgeon performed a synovectomy surrounding the affected knee. Minimal osteolysis was present. The surgeon removed all osteolytic tissue. The patella showed mild wear along the lateral tracking path. The tibial insert had minimal wear. The femoral and tibial components were well fixed. The tibial and femoral components were retained while the patella and tibial insert components were replaced. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.